Manufacturer narrative:
Evaluation anticipated, but not begun.

Event description:
During use for a cardiopulmonary bypass procedure, the roller pump stopped. The device was replaced, and the procedure concluded without incident. There was no adverse consequence to the pt as a result of this event.